Event description:
Customer was hospitalized for high blood glucose levels. Customer tried to treat with the insulin pump prior to hospitalization, but her blood glucose continued to rise. Troubleshooting was performed and pump passed the prime test. Tubing clamp was not available to run the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.